Event description:
It was reported during implant procedure that the atrial lead dislodged, failed to allow the stylet to advance, and its helix was difficult to retract. The lead was exchanged and successfully replaced. The patient was stable and asymptomatic.